Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding a 29mm sapien 3 valve in aortic position by transfemoral approach. Patient experienced chest pain post deployment. Decompensated to 80 over 50mmhg within 10 minutes post implant. Metaraminol given IV. Under fluoroscopy, it was found a small, focused leak at lcc under lms. Echo showed small pericardial effusion, not compromised. 30 minutes later, echo showed no further bleeding and drained effusion. After pericardiocentesis, the small focused leak was no longer visible in aortogram. Blood pressure improvement. Patient was transferred to ward.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the event is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.